Event description:
It was reported there was a tear in the cable insulation. The rf (radio frequency) head was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the rf (radio frequency) head cable is damaged. (B)(4).